Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had scratches on screen that affect ability to read data on the screen and buttons unresponsive and need to be pressed really hard or a couple times for them to take action. The insulin pump had crack across the screen, crack in the top left hand corner of the screen that extends all the way to the battery port and unexplained no insulin delivery alarms. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.